Event description:
It was reported that during a supply change with teflon insets, the infusion site separated from the guide needle while removing the adhesive cover, and the same separation occurred with two additional insets from the same lot, after which replacements were arranged. Symptoms included no reported adverse clinical effects. Outcomes included no interruption requiring medical care or hospitalization. Investigation included complaint intake review and verification of lot information. Investigation of this case revealed repeated infusion set deployment failures consistent with an infusion set connection or assembly issue involving the infusion site-to-needle interface. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing or assembly anomaly leading to improper attachment of the infusion site to the guide needle.